Event description:
It was reported to st. Jude medical that during follow-up, greater than 255 noise reversions were observed on the diagnostics. The stored electrograms revealed a high-voltage circuitry anomaly. The decision was made to explant the device.